Event description:
A customer reported that ophthalmic console was shutdown displaying system message during scheduled retina procedure. The procedure was completed on the same day. The details of the patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).